Event description:
Customer reported an issue with the touchscreen responsiveness of insulin pump, noting that the screen was frozen and unresponsive to input. There was no reported adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer attempted a pump reset following instructions from technical support but was unable to restore screen functionality. Support instructed the customer to use multiple daily injections (mdi) as backup therapy and return the problematic pump using a provided pre-paid label, with the customer understanding and acknowledging these steps.